Event description:
It was reported that the device was implanted in 1998 and revised post-op in 2005 due to the implant bearing surface wearing out.

Event description:
It is reported that the device was implanted 12/1998 and revised post-op in 01/2005 due to the implant bearing surface wearing out.

Event description:
It is reported that the deivce was implanted in 1998 and revised post-op in 2005 due to the implant bearing surface wearing out.